Event description:
A patient underwent a bilateral coxa valga surgery and the insorb 2030 skin stapler was used to close one side of the skin incision while the other side was closed with a metal skin stapler. The patient developed a fever one day p.o. And was administered antibiotics.

Manufacturer narrative:
Device not returned to manufacturer.